Event description:
Medtronic received a report that the pipeline failed to open and was stuck in the microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery c4 segment with a max diameter of 20mm and a 10mm neck diameter. The landing zone was 4mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a 7mm diameter. Dapt (dual antiplatelet treatment) was administered and the pru level was normal. It was reported that the package was opened for hydration, and the stent was delivered into the microcatheter. The stent was pushed out, but the tip end could not be opened. After multiple attempts to retrieve, it still could not be opened. The stent was retrieved but found to be stuck in the microcatheter. The whole system was removed from the body. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (lot: 227752626); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the pipeline was stuck upon retrieval or delivery. The aneurysm was successfully treated. The procedure was completed by replacing the microcatheter and stent. Resistance occurred in the distal section of the catheter. There was no damage to the pipeline pushwire or catheter observed. The tip end section of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. After retrieving many times, it still could not be opened.

Manufacturer narrative:
Product analysis #707142126: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex was returned outside the phenom 27 catheter. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The pipeline flex pushwire was found to be detached at distal hypotube and the remaining segments were not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No flash or voids molded were observed in the hub. Catheter body flattened from ~9.5cm to ~6.0cm from distal end. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex braid was found to be damaged. However, the root cause for damage could not be determined. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the pipeline flex and phenom 27 catheter were found to be damaged. From the damages seen on the braid (frying), hypotube (stretching) pushwire detached; and catheter (flattening); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.